Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The interruption in communication caused the abnormal shutdowns and the reported service code. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was displaying a service code 107 (multiple abnormal shutdowns).